Manufacturer narrative:
The user manual supplied with the device clearly indicates that the pad-pak is a single use device. The download from the device confirmed that the device was used on a responsive pt on (B)(6) 2009. The event lasted for more than 16 minutes during which time no shockable heart rhythm was detected. The device issued a "low battery" warning and was manually switched off. The following day, (B)(6) 2009, the device was used with the same pad-pak on the second pt on a ski slope. The device delivered one shock to the pt before a "low battery" message was issued and the user then switched the device off. This happened almost 12 minutes after the device was switched on the returned pad-pak was tested and found to still have around 90% of its capacity remaining. This would confirm that the pad device and pad-pak would have been capable of delivering further therapy if the user had not switched the device off. Investigation of this complaint would indicate that the device issued the "low battery" warnings because the version of software in the device did not take account of ambient temperature and could therefore issue low battery warnings and/or turn the device off while there was still sufficient capacity in the battery. Heartsine is issuing a correction to address the battery management software issue in which the software misinterprets a dip in voltage as a low battery which, in some instances, turns off the device. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use. In the case of this report, it is not known if this was the initial use of the device.

Event description:
The pad deice was first used on a responsive person. After use the electrode pads were put back into the cartridge. The following day the electrode pads were attached to a second pt. When the device was switched on a "low battery" message was issued. The doctor then switched the device off. The doctor was not trained on the use of the pad device. The user manual supplied with the device clearly indicates that the pad-pak is a single use device. Although the second pt involved in this complaint died, information from the memory download would indicate that the first pt survived.